Event description:
It was reported that the right ventricular lead perforated. The surgeon stated that the heart tissue was very soft and mushy with fatty infiltrates which most likely cased the lead to perforate. The surgeon elected to place epicardial leads. The ventricular lead was explanted and replaced. It was also reported that the atrial lead had elevated thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that there was blood in/on the helix mechanism and there was tissue on the helix.